Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock, and there was oversensing observed on electrograms. Follow-up investigation with the clinic revealed that the patient had been in an un-grounded swimming pool, which caused electromagnetic interference (emi) with the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.